Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the white arrow was observed only after the pull grip broke away from the handle and that the amount of force required to advance the thumbwheel was very high. The stent was extremely elongated after being fully deployed.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova stent delivery system (sds) with a cook sheath, and a v-18 guidewire. The sds was received in the lumen of a cook sheath. The sheath was 105cm from the nose cone. The sheath was buckled in numerous locations, and had a partial separation. The distal tip of the sheath was prolapsed. The proximal end of the guidewire was 54.5cm from the handle and 1 cm distal of the distal end of the cook sheath. The guidewire was separated 66.5 cm from the distal tip. The handle, shaft, and stent were microscopically examined. The stent was separated and sticking out of the cook sheath 1 cm. The handle was slightly cracked open. There was blood on the returned devices. There were kinks at the nose cone and buckling 37cm from the nose cone. The handle was completely opened during analysis and it was noted that the middle sheath was pulled out of the retainer clip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08237. It was further reported that the white arrow was observed only after the pull grip broke away from the handle and that the amount of force required to advance the thumbwheel was very high. The stent was extremely elongated after being fully deployed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that partial deployment of stent, difficulty removal and stent detachment occurred. Vascular access was obtained via the right common iliac artery (cia) utilizing contralateral approach. The chronic totally occluded (cto) target lesion was located on the left common femoral artery (cfa). A non-bsc guide wire and non-bsc imaging catheter were used to visualize the aortoiliac system along with the bilateral lower extremity. A stiff non-bsc guide wire was advance onto the non-bsc imaging catheter to gain access down the left iliac into the left leg. The imaging catheter was then removed and a non-bsc introducer sheath was advanced on the bifurcation into the left cia. There was difficulty maneuvering the introducer sheath through the iliac over the stiff non-bsc guide wire and a rosen guide wire was then placed for support to advance the sheath into the left cfa. It was noted that the bifurcation of the iliac arteries was steep and calcified. Following placement of the introducer sheath, several attempts were made to cross the multiple heavily calcified lesions located on the left superficial femoral artery (sfa) using 3 non bsc guide wires, a .014 victory guide wire, a 300cm v-18 control wire, a rubicon 14 and a rubicon 18 guide wires. The guide wires were able to cross several of the calcified lesions in the left sfa but could not cross the cto in the distal sfa. A truepath was advanced and able to cross part of the cto but had difficulty crossing through. The physician decided to remove all the guide wires and catheters out of the patient and a new .035 non-bsc guidewire and a rubicon 35 guidewire was inserted. The rubicon 35 guide wire and the .035 non-bsc wire were able to cross the cto following a slow forward process. The non-bsc guide wire was then exchanges with a 300cm v-18 control wire. A 4x220mm .018 sterling balloon catheter was used to pre-dilate the whole sfa. Additional dilatation was made using a 5x220mm .018 sterling balloon catheter to help with the delivery of the stents. A 6x200x130 innova stent was advanced to the lesion. Around 50mm of the innova stent was deployed and it was noted that a loud clicking sound was heard and the stent stopped deploying. The pullgrip was pulled all the way back however, the stent did not fully deploy. The whole stent system was pulled back into the sheath to be removed from the patients¿ body leaving the behind the already 50mm of stent deployed. However, it was noted that the stent system and sheath had stuck in the left iliac artery. After several attempts to dislodge the device, the outer coating of the sheath had broke off away from the inner coil of the sheath. The procedure was stopped and emergency surgical intervention was done. A femoral cutdown was performed and the entire system was removed, leaving behind the part of the stent that was deployed in the patients¿ left sfa. Imaging was done and revealed that all vessels were open and good pulses were noted to be palpable. No further patients complications were reported.